Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having severe pain at the pocket site. The patient was prescribed with pain medication and was doing well.